Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the cannula was found bent which was in use for about three hours on (B)(6) 2026. The patient had high blood glucose level (322 mg/dl) which was treated with pump. The site of insertion was abdomen.